Event description:
It was reported that multiple noise reversion episodes were observed. The egms also showed some instances of potential rv loss of capture. Patient was asymptomatic. The noise was not reproduced in clinic. Further review on the egms indicated more likely to be emi than lead noise. Programming change will be made and a merlin transmitter will be ordered for the patient.

Event description:
New information received indicated that pacing inhibition was noted on the egms and noise continued to be seen. The lead was replaced on (B)(6) 2017. There were no complications, patient was stable.